Event description:
It was reported that during routine follow-up, this cardiac resynchronization therapy defibrillator (crt-d) was found to be in safety mode. Subsequently, the device was explanted and replaced. No additional adverse patient effects. The device is not expected to be returned for analysis as it was discarded by the explanting facility.